Event description:
Physician was performing scheduled repeat cesarean section. On the first throw of the suture through the uterus, the needle detached from the suture. There did not appear to be any tension on the suture at that time.